Event description:
The customer reported via the sales rep that 2 units have ceased. It is further reported that the tightening nuts on the first unit could not be loosened on 1st use out of the box. Another unit was opened to complete the surgery, however, the unit was very stiff and ceased at the end of the procedure. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.